Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father was reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 574 mg/dl. Customer was treated with bolus. Offered to troubleshoot high blood glucose but they declined. Customer stated that transmitter did not blink when it was connected to sensor. The device will not be returned for analysis.